Event description:
Complainant had hip prosthesis implanted 5 yrs ago. On 3/19/97 the complainant's hip prosthesis snapped in half. On 3/29/97 complainant's physician did a hip replacement, complainant said broken hip prosthesis tested in an independent lab. The lab concluded that the split/break was initiated at the point where the code was laser etched onto the unit and on the direct opposite side where the name of the firm was laser etched. The complainant said the lab concluded the laser etching and sandblasting caused the break. The lab stated the unit was made of 3/16th stainless steel and not titanium, complainant has lab report if needed.